Event description:
It was reported that the ventilator was connected to a patient which at the time was in the niv (non invasive ventilation) nava (neurally adjusted ventilatory assist) ventilation mode. The patient pulled off the nasopharyngeal tube without interfering with the edi catheter that was inserted at the time. The edi catheter has measuring electrodes that pick up signals that the ventilator uses for ventilatory monitoring and regulation. The patient was no longer being ventilated because the nasopharyngeal tube was off but the edi catheter continued picking up signals and the ventilator continued ventilating into the open. The ventilator was not alarming. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).